Event description:
The customer stated the device gave a result between 575 and 600 mg/dl. The customer called the doctor and was advised to go to the emergency room. At the hospital their results were dramatically different. Unknown treatment given at the hospital. Unknown if controls were used at the time of event. A request was made for the return of the suspect device and replacement product was sent.